Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported pressure accuracy test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of report: 10jun2019. Added report source: user facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 14may2019. Date of report: 10jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Advised customer the baseline specification for test 4 has changed to +/- 1 cmh2o and to re-test using revision k service manual. The customer performed tests according to the revision k manual to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.